Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3149, UDI: na, serial: na, lot: 3612131 common device name: scs lead, model: 3149, UDI: na, serial: na, lot: 3406153 common device name: scs lead, model: 3166, UDI: na, serial: na, lot: 3717213 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that associated with the issue.